Event description:
It was reported by the customer partial breakage of the catheter near the junction between the anchoring sleeve and the beginning of the catheter with the leakage of infused drug. The device was removed and there were no consequences for the patient. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the cause was unknown. One 4fr sl powerpicc catheters was returned for evaluation. The sample contained a short split in the catheter shaft near the molded joint, and catheter discoloration was seen in the immediate vicinity of the split location which suggested chemical staining. Microscopic examination of the catheter split showed that the fracture edges were highly defined and small surface scratches were seen within the same region. The fracture surface was granular in nature; however, and lacked the planar nature of a sharp instrument cut. The available evidence suggested chemical contact, potential contact with a hard or sharp instrument, and potentially kinking at the same region which propagated some of the seen damage. It couldn't be determined which event was the primary cause of this circumstance and consequently the root cause was unknown.

Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer partial breakage of the catheter near the junction between the anchoring sleeve and the beginning of the catheter with the leakage of infused drug. The device was removed and there were no consequences for the patient. No other information was provided.